Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. The device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's dad reported via phone call that the device was dripped and there is a crack on the front of the device. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would have to be returned and replaced.